Event description:
Mynx closure device deployed without complications on (B) (6) 2010. Pt presented to ER on (B) (6) with swollen painful groin, red rash surrounding and also in left groin, both axillae.